Event description:
The customer reported that the system needed a new battery pack and was not booting up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system's battery pack was replaced. The system was then found to be operating as intended.